Event description:
Physician was attempting to used 1 sprinter legend balloon on a severely calcified lesion in the lcx with 95% stenosis but when the pressure was at 14 atm¿s the balloon burst. The device was removed and another device was used to treat the patient.

Manufacturer narrative:
Evaluation, results: patient¿s condition affected effectiveness of device (lesion morphology) ¿ 95% stenosis and severe calcification. (No results available since no evaluation performed) - device or procedural images not provided for review. (None) ¿ device not returned for evaluation. Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 95% stenosis and severe calcification. (B)(4).